Event description:
A report was received via social media that the patient had a (B)(6) infection at the pocket site following an implant procedure. It was also stated that the infection spread to the bloodstream and in to the kidneys. The patient underwent an explant procedure and placed on antibiotics.